Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) was selected for use. While waiting for the transesophageal echocardiographer to enter the operating room, physician gained access to the femoral vein via groin with a versacross connect guidewire and trusteer access sheath and remained in place in on the patient's septum for several minutes before the transesophageal echocardiogram (tee) probe was dropped. The physician completed pre-effusion sweep and measurements of the laa were obtained. Using tee, the initial transseptal puncture (tsp) physician had difficulty visualizing the versacross connect guidewire, trusteer access sheath and tenting. After several minutes, the physician gained visualization of the versacross connect guidewire crossing low and posterior in the septum within the laa. The physician then advanced the trusteer access sheath into the laa. While exchanging the versacross connect guidewire for a 6fr pigtail catheter, the patient's blood pressure was noted to be dropping. During an effusion sweep, an effusion was found measuring 10 mm, post tsp. The physicians reversed heparin and removed the 6fr pigtail catheter and trusteer access sheath from the patient's laa. Due to the patient's dropping blood pressure, pressors were required for temporary support. The physicians monitored the effusion for 40 minutes, in which it remained unchanged. The patient was deemed stable by the physicians, and it was determined the procedure would be discontinued. The patient remained in the intensive care unit overnight for recovery and observation and discharged home the following day with no further complications. There are currently no known plans for the procedure to be rescheduled for implantation.